Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The circulation pump installed is not new as per the reported problem. The device was evaluated upon receipt. Primed to fill. It was discovered during servicing that the customer indeed did purchase a new circulation pump, however, somehow managed to install it in the mixing pump position by replacing the pump inlet l tube with the old straight piece from the old mixing pump. Serviced the older circulation pump found in the circulation pump position and installed mixing pump hoses on it in order for it to be used in the mixing pump position. Installed a new l tube to the customer purchased circulation pump found installed in the mixing pump position and placed it back over to the circulation pump position. 2 missing bolt studs on shell. Replaced outer shell with louvers. Replaced tank tubing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling and needs a circulation pump, giving them part number and price to replace in biomed. Per follow up information received via phone on 01nov2024, it was reported that biomed confirmed circulation pump part was received yesterday and repaired. The device was sent back to service. Per follow up information received via phone on 20dec2024, biomed called back to say the device was not working again for the same problem. Per troubleshooting with tech support, they checked the connection to the manifold and also changed fill tubes since the water can be seen going up halfway and stopping. They were requesting another pump. Per sample evaluation results on 06feb2025, 2 missing bolt studs on shell.

Event description:
It was reported that the biomed had the arctic sun device that was not filling and needs a circulation pump, giving him part number and price to replace in biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.